Event description:
Report received of an overdelivery. The device was programmed to infuse a chemotherapy agent called bms (bristol myers squibb) at a rate of 100ml/hour, a vtbi (volume to be infused) of 100ml, an infusion time of 1 hour, and a container size of 100ml. According to the customer contact, "the bags are always overfilled by 15 ml". Other program settings were unspecified. The infusion was started. After 45 minutes, the device sounded an unspecified alarm. At this time, the nurse expected "at least the 15ml overfill" of solution to be left in the bag, but instead the bag was found empty. A review of the history event log on the display screen indicated that the total volume amount infused was 71 ml. There was no reported adverse patient event. Though requested, no additional information was available.